Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that t2 implant did not deploy. There was no delay or patient injury reported.